Event description:
The customer reported a scope communication error, b30 during an inspection for use involving a colonovideoscope. No patient injury was reported

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.